Manufacturer narrative:
(B)(4). A sample was returned for evaluation. The set arrived out of the pouch with a hospira 10ml 0.9% sodium chloride syringe attached to the y-site. Visual inspection showed that the syringe is still full. The syringe was hand depressed which confirmed a no-flow. The syringe was removed from the y-site and the center slit of the clearlink y-site was visually inspected under a microscope. This showed that the center slit of the clearlink y site is re-knit. The reported condition was confirmed and the reported condition was determined to be due to the re-knit of the y-site.

Event description:
A baxter sales representative (bsr) reported to baxter corporate product surveillance a clearlink system extension set in which the set was not able to be flushed. The nurse switched to a new extension set and continued therapy. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. If the sample is received or additional information becomes available, a follow-up report will be submitted.